Manufacturer narrative:
Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient passed away. The patient reportedly had a medical issue unrelated to epilepsy. The funeral home has stated that the patient has already been cremated and they did not notice any implantable device. The physician has reported that the patient passed away from a massive stroke unrelated to vns. Device evaluation is not necessary as the reported event has been determined not be related to vns therapy. No other relevant information has been received to date.

Event description:
Initial MDR submitted in error. Cause of death was not related to vns or sudep.

Manufacturer narrative:
B5. Corrected data, initial report submitted in error.